Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the device, the cse found that the diluent syringe was cracked. The cse replaced the diluent syringe and the instrument is operational. The cause of the discordant, falsely high sodium result is a malfunction of the diluent syringe. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was repeated an alternate instrument and resulted as expected. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.